Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, corrosion was noted in the battery compartment of the device. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.